Manufacturer narrative:
The event of unexpected mode switch was reported to abbott and confirmed. The device was received in backup operation and normal output. Analysis of the device image revealed that device went into backup mode due to reset error, consistent with an integrated circuit anomaly. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity.

Event description:
During an in-clinic follow-up, a device was found in backup (bvvi) mode. The pacemaker was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The event of unexpected mode switch was reported to abbott and confirmed. The device was received in backup operation and normal output. Analysis of the device image revealed that device went into backup mode due to reset error. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity.